Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized between (B)(6) of 2015 for a heart attack, elevated blood glucose (bg) levels between 400-500 (mg/dl), and ketones. Reportedly, the customer's cardiologist discovered that a stent from a previous heart attack had failed, and believed that this may have caused the current heart attack. Customer reported that the bg levels may have been caused by the heart attack or may have been caused by a dislodged infusion set cannula. While in the hospital, customer was treated with intravenous insulin and fluids. Customer was released after 4-5 days. Customer also reported that they use humalog insulin in the pump cartridges for up to 4 days at a time. Tandem technical support reminded the customer that humalog is indicated for use up to 48 hours.